Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a scheduled ins replacement, intra-op testing showed impedances > 10,000 at 0.7 v on electrodes 3 and 4. The lead was wiped and replaced and still showed the same impedances. The patient¿s programming was not using either electrode prior to, or post ins replacement. The patient had good coverage pre and post scheduled ins replacement. Additional information was received from a manufacturer representative (rep). It was reported that the old ins was replaced due to normal battery depletion. The customer discarded the old ins. The high impedances were seen on the new ins. The cause of the high impedances was unknown. No further action was needed. The patient programming before and after implant did not use the electrodes with high impedances. The patient reported the same satisfactory stimulation coverage. No symptoms or further complications were reported.